Manufacturer narrative:
Batch review performed on 29 may 2020: lot 176214: (B)(4) items manufactured and released on 06-dec-2017. Expiration date: 2022-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due to a loose femoral component. The surgeon revised all implants and converted the gmk sphere knee to a gmk hinge knee 1 year and 11 months after primary. The surgery was completed successfully.